Manufacturer narrative:
An event of chest pain, shortness of breath, pericardial effusion lead to cardiac tamponade on ninety day ninety days post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. A pericardiocentesis was performed. The patient status was stable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 27 february 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted in a patient. Patient was discharged, had one month follow-up and reported feeling fine. No 45 day transesophageal echocardiogram (tee) was obtained. On (B)(6) 2024, 90 days post procedure, the patient presented to emergency department with chest pain and shortness of breath, and 1.2 liters of dark red blood was drained from heart via pericardiocentesis. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.